Manufacturer narrative:
(B)(4). Returned product consisted of a nc quantum apex balloon catheter and a guidezilla device. The balloon was tightly folded. There was blood on the outside of the device. Microscopic and tactile inspection of the hypotube revealed numerous kinks, and a separation 60cm from the tip of the device. Microscopic inspection of the inner and outer shafts presented no damage or irregularities. Microscopic inspection of the balloon found no damage or irregularities. Microscopic inspection of the proximal weld presented no damage or irregularities. Functional testing was conducted by advancing the distal portion of the complaint device through the collar of the guidezilla. The nc quantum apex could not fully advance inside the distal shaft of the guidezilla, due to a large, dried blood clot in the shaft of the guidezilla. The clot was removed from the guidezilla with warm water. Once the clot was removed, the complaint device advanced smoothly through the shaft of the guidezilla. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-dec-2015. It was reported that difficulty advancing through guide and shaft kink occurred. An 8mmx3.75mm nc quantum apex balloon catheter was used but encountered difficulty advancing through the 145, 5-in-6 guidezilla extension guide catheter. After the physician continued to push the balloon catheter, the device exited the guidezilla; however, it was noted that the shaft of the balloon catheter was kinked and could no longer be used. The balloon catheter and guidezilla were removed and the procedure was completed with a non-bsc device. No patient complications were reported. However, returned device analysis revealed hypotube break.